Event description:
It was reported by customer that the tubing is cracking and causing medication to leak. No harm reported. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the tubing is cracking and causing medication to leak. No harm reported. Additional information received 7/7/23: it was reported by the customer ¿patient was in the middle of a 24-hour chemotherapy infusion (methotrexate) which required urgent reaccessing of their port and presented the risk of chemotherapy spill/ exposure. It delayed the infusion by only a few moments due to the stealthy response of the rn, but resulted in urgent and traumatic re-accessing of patient who would otherwise have emla and trauma free poke plans. The complications associated with urgent re-accessing of pediatric patient is problematic long term as we work very hard to make their ¿pokes¿ pain free and the break negated that experience and set the patient up for future traumatic port accesses. The break was external to the patient. No pieces retained in the patient. The mother was exposed to chemotherapy.¿

Manufacturer narrative:
The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.